Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed during the self test due to faulty remote frequency board. Unable to test the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to alarm error. Insulin pump received with cracked reservoir tube lip, minor scratches on lcd window, and scratched reservoir tube window.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed an error that suspended insulin delivery. The blood glucose reading was 297 mg/dl and rose to 368 mg/dl, since the customer's mother stated that the customer did not have a back-up plan to revert to after she was unable to treat with the device. The customer stated that she and her school nurse were able to get the insulin pump to finally treat her for the high blood glucose once the alarm was resolved. Advised replacement of the insulin pump. Nothing further reported.